Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "double capsule formation with contracture [baker grade iii] and deformity of the prosthesis".

Event description:
Healthcare professional reported right side "double capsule formation with contracture [baker grade iii] and deformity of the prosthesis". The device has been replaced.